Event description:
It was reported that additional information was received from the healthcare provider (hcp). The hcp noted that the patient is continuing to have symptoms and had a holter monitor on for a day. The data from the holter monitor showed no capture on some right ventricular (rv) pacing beats resulting in inhibition and asystole of five to six seconds. There were no episodes stored on this pacemaker device since the last check in the office. The hcp indicated that noise and impedance changes were not reproducible with arm movement and isometric testing in the clinic and the rv sensitivity was changed to 10 millivolts. Boston scientific technical services (ts) provided guidance to consider trying a unipolar rv pacing configuration to see if it helps or consider leaving the rv lead in the bipolar sensing configuration as there have been no new stored episodes since the adjustment to the sensitivity programming. Ts noted that the first episode with noise was stored just two months after this pacemaker device was initially implanted. The hcp stated that an x-ray was done as part of troubleshooting when the patient was in the clinic so they will ask the physician to review the results. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that in two (2) stored episodes, this pacemaker system exhibited noise on the right ventricular (rv) lead which was oversensed resulting in pacing inhibition. Asystole of 3 seconds and 4 seconds were observed respectively in the two (2) episodes. The rv lead is not a boston scientific product. The patient was noted to be one hundred percent (100%) ventricular pace therapy dependent and reported symptoms of dizziness. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) to consider performing in-clinic isometrics testing to attempt to reproduce the noise and to measure the impedance during the noise. Ts also indicated to consider reducing the programmed sensitivity or program an asynchronous pacing mode. The products remain in-service. No additional adverse patient effects were reported.